Event description:
A malfunction alarm was reported, identified by the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in doing so, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue happens again.